Event description:
Low hvb/pacing impedances and oversensing were initially reported. The following day, both impedances returned to normal. No nonphysiologic noise was produced with isometric/rom (range of motion) activity. The lead was subsequently capped and replaced. No patient complications were reported as a result of this event.